Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, data received and downloaded on (B)(4) 2015. A review of the downloaded receiver data log confirmed the reported event of an intermittent out of range signal. A root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal on their dexcom receiver. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).